Manufacturer narrative:
H2: additional information ¿a2, b5, e1: facility name, h6: health effect - impact code, component code¿.

Event description:
It was reported that, during a rotator cuff repair, the twinfix anchor broke while being introduced into the bone. All the broken pieces were retrieved with a suture manipulator/grabber. This issue lead to a surgical delay greater than 30 minutes, the procedure was finished with the 2/3 of the length of the anchor that broke and a smith and nephew back up device. No further complications were reported. The patient status is good, the cuff tear healed.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. Without clinically relevant information for evaluation, the root cause of the reported anchor breakage cannot be definitively concluded. It is unknown whether there was a backup device available or if there was a surgical delay. Per the incident report noted within the attachments, no patient injury occurred. Therefore, no further medical assessment is warranted at this time. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a rotator cuff repair, the twinfix anchor broke while being introduced into the bone. It is unknown if there was an available back up device or a significant delay during the procedure. No further complications were reported.